Event description:
It was reported that the pump's alarms intermittently did not enunciate as anticipated. There was no reported impact to the customer's blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, additional information was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.